Event description:
A report was received that a patient was explanted, due to pressure on the spine which caused paralysis down the patient's legs and back pain from the pressure. The physician did not think the paralysis was device related but rather it was related to the patient's anatomy. The paralysis stopped after being explanted, and the patient is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.